Event description:
New information received on (B)(6) 2019, indicates that programming changes were made.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a pacemaker that was not capturing in the right ventricle. The patient was stable. No further information is available.